Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient appeared in clinic where right ventricular lead noise was noted and was reproducible with arm movement. It was determined the lead noise could not be eliminated with reprogramming. On (B)(6) 2018, the patient¿s right ventricular lead was capped and replaced. The patient was in stable condition both during the time period when lead noise was experienced as well as before, during and after the replacement procedure.